Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The cobra board of the image acquisition system (ias a) was defective, which led to the fluoro and acquisition were not possible and only bypass fluoro was possible. Generally, the system enters bypass fluoro mode if the imaging system is not available and only continuous fluoroscopy (no pulses) with the native x-ray image is only available. This is an important mitigation for rescue functions, but no scenes can be saved and reviewed. Since the system did not recover despite several reboots a service technician went on site and exchanged the affected cobra board of the ias a. The error mentioned in the complaint has not again been reported again. In addition, the spare parts consumption has been checked, and no systematic error could be identified. After detailed investigation, the incident described in the adverse event is not classified as a reportable event as neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected.